Event description:
The hospital reported that, when the main light was being moved into a new position, the whole light fell onto a midwife and pt, who was on the operating theater table. The midwife and pt rec'd bruising. (B)(4).